Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After connecting the catheter to the carto 3 system, it showed error numbers 105 ¿magnetic sensor error¿ and 106 ¿force issue¿. The connector cable was changed. However, the issue remained. The catheter was replaced and the issue resolved. There was no patient consequence reported. The device was inspected and the pebax sleeve was observed with a hole and reddish material inside. The tip dome and rings were observed scratched, ring #2 was rough. Then, the magnetic sensor functionality was tested on the carto and the catheter failed as error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the damage on the catheter tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30002084l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the biosense webster, inc. Product analysis lab investigation, a hole was found on the pebax and the distal side of ring #2 was rough. Initially, after connecting the catheter to the carto 3 system, it showed error numbers 105 ¿magnetic sensor error¿ and 106 ¿force issue¿. The connector cable was changed. However, the issue remained. The catheter was replaced and the issue resolved. There was no patient consequence reported. These error code issues were assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on december 27, 2018, that the clear pebax sleeve had a hole approximately 5 mm from distal end of the tip dome with reddish brown material inside of it. The distal side of ring #2 was rough. The tip dome and rings were also scratched. The hole on the pebax and the distal side of ring #2 being rough were assessed as reportable issues.